Event description:
It was reported that the patient always had reduced benefit from her implant system. Over the years, 9 electrode channels had gone "hi". Recent testing results showed that the device had malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.